Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 585-64 mg/dl with large ketones. Customer administered a correction bolus to address bg. Customer went to the emergency room and was subsequently hospitalized for the elevated blood glucose (bg) level. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alert data error issue was verified, but the high bg issue could not be verified.